Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, a second valve was implanted successfully with no adverse patient effects.